Event description:
This lead needed to be revised, one day post implant, due to low sensing. All available information suggests this lead remains actively implanted. No adverse patient side effects have been reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was determined to be micro-dislodged. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.